Event description:
Healthcare professional reported a patient was injected with 2 syringes of juvéderm® volux¿ in the lower (jw1 and jw2). 3 months later patient experienced erythema, swelling, and abscess collection in the right lower third of the face. Drainage was performed and patient has been taking zithromax 500mg.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional details received noting event started 2.5 months after injection. Pain was also noted. A week later patient went to the healthcare professional when the drainage occurred. Event reportedly resolved same day after drainage.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a4, b3, b5, c1, c3, d1, d4, d6a, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.